Event description:
It was reported that the iris and collimator failing to initialize prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator iris was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.